Event description:
The customer reported the unit blanked out during the operational check and gave a power supply failure error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit blanked out during the operational check and gave a power supply failure error. There was no reported pt involvement. The ac power module was not available for eval. The customer was sent a replacement ac power module and resolved the issue. We will consider this a malfunction of the ac power module where there was a power supply failure error.